Event description:
It was reported, catheter inserted (B)(6) 2024 in left brachial vein. Catheter cut to 46cm with 8cm exit site markings. Line fracture with vesicant extravasation. Patient admitted for administration of savene. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.